Event description:
Found during routine inspection. Customer called to report a "needs service" light on the device. The reporter indicated a fault code related to high energy for defibrillation was logged into device memory.

Manufacturer narrative:
Physio-control evaluated the device and confirmed the reported problem. Physio replaced the therapy pcb assembly and then observed proper device operation through functional and performance testing. The device was returned to the customer for use.